Manufacturer narrative:
Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, the laser fired through the posterior capsule during laser assisted cataract surgery. The incision was enlarged to accommodate a sulcus lens. Additional information received, the surgeon reported the lens chop did not look right and there were bubbles deep. A sulcus lens was implanted and no further treatment was required.